Event description:
Caused a small chip in my front incisor [tooth fracture]. Case description: a male consumer of unk age used oral-b trizone rechargeable toothbrush, 1 application, frequency unk beginning date unk and experienced a chipped tooth. Medical aid and treatment rec'd; consumer has not yet seen a dentist, no further info provided. Relevant history; no info provided. Concomitant medication; no info provided. Case outcome; unk. No further info provided.

Manufacturer narrative:
Lot number was not provided by the rptr therefore, unable to proceed with batch retain testing. Attempting to contact consumer.